Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving clonidine (310 mcg/ml at 93.02 mcg/day), bupivacaine (5 mg/ml at 1.5004 mg/day), and dilaudid (2 mg/ml at 0.6001 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that the patient's pump was empty as the clinic had missed a refill appointment for the patient. The patient's family called the clinic to mention that they felt that the patient should have had a refill which the clinic confirmed was true. The low reservoir alarm date was (B)(6) 2016. It was estimated, based on the flow rate of 0.3 ml/day, that the pump would have emptied on (B)(6) 2016. The reporter was unsure if anyone had heard the pump alarming. The patient was coming into the clinic today. No patient symptoms were reported. Additional information was received from the hcp on (B)(6) 2016 and it was reported that when the pump was aspirated; it had 1 ml left. Normal saline was put in the pump and the pump was set to minimum rate and then refilled with medication on (B)(6) 2016. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.